Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter pulmonic valve replacement (tpvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severely calcified leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The edwards sapien 3 ultra transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. It is also indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve or surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 ultra valve in a pulmonic valve is not indicated per the labeling; therefore the device labeling (ifus and training manuals) do not instruct the operator how to position the sapien 3 ultra valve in this scenario. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per medical opinion, the exact cause of the event was unable to be determined but may have been incorrect valve sizing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 26mm sapien 3 ultra valve in pulmonic position by transfemoral approach, there was retrograde embolization into right ventricle following 26 mm sapien 3 ultra valve deployment. Surgical intervention was required and insertion of a bioprosthetic surgical valve with removal of the embolized sapien 3 ultra valve was performed. The patient was extubated less than 24 hours after surgery. As per medical opinion, the root cause may be related to the incorrect valve sizing, however the exact cause is unknown.